Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that after surgery, patient began to experience severe pain and swelling in her hip. Update rec'd 6/17/2015- sales rep reported revision surgery. Hip side provided. Patient was revised to address high chromium levels. The unknown hip is being changed to a cup. Head, sleeve and stem are being added to the complaint. This complaint was updated on 07/01/15.

Manufacturer narrative:
Date received by manufacture: 2/16/2016. Update (B)(6) 2016- supplemental info received. After review of the supplemental info for MDR reportability, part/lot is being updated. The complaint was updated on: (B)(6) 2016. (B)(4). Brand name: adapter sleeves 12/14 +5. (B)(4). Part number: 999800315. Lot number: 2619532. (B)(6). Device manufacture date: 4/30/2008. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(6) 2016 - supplemental info received. After review of the supplemental info for MDR reportability, part/lot is being updated. The complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 1/20/16 medical records received. Medical records reviewed for MDR reportability. Revision surgical note reported synovitis, leg length discrepancy with left longer than right by 1cm, blood loss of 550ml, adhesions between it band and trochanteric muscles, and femoral neck to be at about 40 degrees of anteversion which was greater than normal but stable and not revised. No sticker sheet or component list provided within medical records. There is no new additional information that would affect the existing investigation.the complaint was updated on: feb 8, 2016.